Event description:
A home peritoneal dialysis patient reported that she was overfilled during her ccpd treatment. She felt very full and uncomfortable. She bypassed to drain and was able to drain over 4 liters. Her prescription is for a fill volume of 2,300 ml. She felt better after draining, but felt tired the next morning. The cycler data sheet records provided to tech support showed fill volumes that are inconsistent with her prescribed fill volume.

Manufacturer narrative:
Scale was calibrated with tech support's assistance. Patient continued to use cycler with no further problem reported. (B)(4).